Event description:
Patient started on IV medication at 1.5 ml/hr, 10 mg/40 ml, the bag fully infused within 12 hours. Either the pump malfunctioned, 20 ml was wasted or not prepared properly. Manufacturer response for IV pump, baxter (per site reporter). Verified dose set on pump was accurate by accessing history log of pump. Pump was stopped and history shows pump believed volume to be infused (vtbi) was 19.2ml.